Event description:
Upon device receipt, review of stored egms showed patient in vt. The device delivered therapy and broke the vt. However, patient in vt soon after and device delivered one shock; it did not convert the patient. All subsequent charge attempts were aborted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an arc mark in ICD can with trace amounts of lead material. It is believed that during a high voltage therapy delivery, the lead arced to the ICD can and shorted the high voltage output circuit within the ICD. Hence, it is believe that the rv lead is damaged. The device's low voltage functionality was tested and was normal.